Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7). It was reported that x-rays would be performed, but that the patient was doing well and the device would not be programmed off. It was reported that the patient has not experienced any falls and that the patient did not manipulate the device. There was no known cause for the high impedance. Clinic notes dated (B)(6) 2013 note that the patient once fell during a bike mishap on the right side of the chest. X-rays review was sent to manufacturer which noted that there was no discontinuities of the visualized portions of the lead. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.